Event description:
A caller reported encountering a cgm error 42 with their device. There was no adverse impact to the customer's blood glucose level. The customer was assisted by cts in performing a pump reset, which effectively resolved the issue without further errors, allowing the customer to successfully start their sensor session.